Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -12.50/3.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim#: (B)(4).